Event description:
It was reported by svc report that the head right siderail timing link was broken with exposed sharp edges, and siderail would not lock in the upright position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head right broken timing link with exposed sharp edges hindered siderail motions.